Manufacturer narrative:
Additional narrative:  product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon elected to exchange the polyethylene tibial liner the insert was completely worn thru. Doi: 23 years ago; dor: (B)(6) 2017; right knee.